Event description:
Patient into ER due to pain and coolness in right foot. History of recent lower extremity angiogram to check bypass graft and foot has hurt since. Cutdown with thrombectomy performed. During procedure, on-call endovascular surgeon used a fogerty catheter and removed what is believed to be the balloon of a mynx closure device that had been put in earlier.